Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 12 years remaining to 10 years remaining over the course of twelve months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. A request was later made to have data from this device analyzed. Data analysis revealed the device appears to be depleting normally: the power consumption is stable and within expectations based on programming and therapy delivery.

Manufacturer narrative:
With the available information, boston scientific concludes that there was no evidence of a malfunction or product-related failure, no deterioration in the characteristics of deficiency in the suitability of the device, or any inaccuracy in product labeling suspected to be a contributory cause of the event.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 12 years remaining to 10 years remaining over the course of twelve months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.